Manufacturer narrative:
(B)(4).

Event description:
It was reported that the "intra-aortic balloon (iab) balloon was damaged during a coronary emergency procedure after implantation of the catheter, the iab was replaced with the same type of balloon catheter. Although after the rescue, the patient eventually died". Teleflex made several attempts to obtain additional information from the hospital but no additional information could be obtained.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of blood in helium pathway is confirmed. Dried blood was noted inside the outer lumen consistent with blood entering the helium pathway; however, the sample passed the leak test. A leak site or crossover site was unable to be identified during testing. The root cause of how the blood entered the helium pathway is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that the "intra-aortic balloon (iab) balloon was damaged during a coronary emergency procedure after implantation of the catheter, the iab was replaced with the same type of balloon catheter. Although after the rescue, the patient eventually died". Teleflex made several attempts to obtain additional information from the hospital but no additional information could be obtained.